Manufacturer narrative:
The user was not sure of the lot number that they used and gave two different lot numbers. The second lot number is 040620. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 device was being used during a coronary artery bypass graft x 3 with a left carotid endarterectomy on (B)(6) 2020 when the pencil "auto-activated" causing a hole to be burnt into the pulmonary artery. The surgeon reported that the pencil "turned on" without having pressed the cut/coag button. The device was being used to dissect the aorta and pulmonary artery when the auto-activation occurred. The pulmonary artery had to be repaired. The patient is currently stable and has been discharged home. There was no prolonged hospitalization. This report is being raised on the basis of injury due to a burn sustained to the patient's pulmonary artery.

Manufacturer narrative:
The alleged failed plpul2020 is not expected to be returned for evaluation and review due to being discarded by the user. This complaint of failed device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
D4: updated lot number, expiration date and UDI number. H3: updated to show a device was returned. H6: type of investigation: removed 4115 and added 10; investigation findings: removed 3221 and added 213; investigation conclusions: removed 4315 and added 67. Manufacturer narrative correction: received 160 plpul2020 in unopened original packaging. Lot number was verified. A sample size was taken per sampling wi-qa-20-2. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 (c8406), the devices all functioned as intended and did not self activate. This issue will continue to be monitored through the complaint system to assure patient safety.